Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and influenza on (B)(6) 2019. Customer's blood glucose level at the time of hospitalization was over 600 mg/dl. The customer was treated with insulin pump for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer reported they were not contacted to their health care professional regarding the high blood glucose. Customer was treated with insulin drip and insulin pump at the hospital. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.